Manufacturer narrative:
The device was evaluated with analysis results indicating both cylinders performed within specifications.

Event description:
It was reported that following the placement of a spectra device, the patient experienced patient dissatisfaction; "not giving sufficient rigidity for penetration", "intercourse uncomfortable", "a defect-left ventral curvature that does not allow adequate penetration", and "depression, sadness and anxiety". No further patient complications were reported in relation with this event.